Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information was not available. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause of the deviations of left and right l3 to be an inadequate platform fixation which led to a platform shift. Medial skiving potential in right l3 may have been a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were misplaced screws on l3 due to axial rotation of the vertebral body. Both screws on l3 were misplaced, they have been placed as the last two. Trajectories were deviated between 3.5-10mm. The intra-op spin showed the misplacement and the screws were immediately corrected with the navigation system. The probable cause of the issue was documented to be due to a head pin becoming loose due to no rigid fixation on l2 spinous process. The issue extended the surgical time by 1 hour or longer. There was no known impact to the patient outcome.